Event description:
Healthcare professional reports a nurse punctured her finger with a piece of glass while using direct check quality control. The injury site was washed and the finger was bandaged. It was unk if the protective sleeve was used. No report of serious injury, or administration of medical treatment. Medical safety data sheet was provided to customer. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr and CAPA. No product returned. Result: record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.